Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va1ltuy, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had told the hcp (MRI technician) that one of the leads came out, meaning that it was not connected. The hcp was not sure if the lead was still in the body. No symptoms were reported. No further complications were anticipated/reported.